Event description:
Medtronic neurosurgery rec'd a report that a pt presented with lethargy, vomiting and increased ventricular size. According to the report the reservoir snap assembly came apart during revision surgery when the ventricular catheter was removed. It was further reported that the ventricular catheter was then subsequently removed in its entirety.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of mfg records showed no anomalies.